Event description:
Customer reported she had a low blood glucose level of 29 mg/dl earlier in the day and that is why her blood glucose was currently high at 286 mg/dl. Customer declined troubleshooting. Customer also mentioned her sensor was giving her off readings. Customer was advised to make sure she select start new sensor on the insulin pump every time she inserts a new sensor. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.